Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen. The patient reported that he was at work on 02/26/2024, walked outside to load his truck and passed out. He woke up after a couple of minutes and went inside to lay down. On 02/27/2024, he was still at work at passed out again. He stated he did not receive help from anyone that day and did not do anything to alleviate the symptoms he was having. The patient also did not mention the cgm function during the times he passed out. He mentioned the cgm was providing correct readings but could not recall the values. When the patient got home on 02/28/2024, the patient became unconscious and his daughter called 911. The patient was transported to the hospital and was in a "coma" for 15 days. At the hospital, the patient stated they were treated but could not remember what medications were provided to him. He was in the hospital for 4 months and discharged on (B)(6) 2024. The patient could not recall if the cgm malfunctioned during the time he was unconscious on 02/28/2024. No other details were provided for the reason of the coma and why the patient was hospitalized for 4 months. At the time of the report months later, the patient was feeling better. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.